Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas pure c 303 analytical unit. The sample initially resulted in an hba1c value of 10.5 % and it repeated as 5.8 %.

Manufacturer narrative:
The investigation findings, investigation conclusion, and component codes have been updated.

Manufacturer narrative:
The cell wash was not optimal and it was improved after adjustments performed by the field service engineer. The investigation determined the issue is consistent with water drops in the reaction cells. The root cause of water droplets in the cells could not be determined.

Manufacturer narrative:
A hardware check indicated there were issues with the cell rinse on the analyzer. The investigation determined the issue is consistent with an issue with cell rinse hardware adjustments. The customer did not report any other issues.